Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Event site name exceeds character limitations: (B)(6) event site address exceeds character limitations: (B)(6).

Event description:
Related to (B)(4). The hospital reported that during a procedure, hst iii system (3.8mm) the umbrella got stuck in the plastic channel. A total of 6 devices were used to complete the procedure. There was a delay in procedure. There were no effects to the patient.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, e1(even site name, address), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d1, d4 (#UDI). The lot # 3000465679 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.